Manufacturer narrative:
No product malfunction is alleged related to the reported event. Additionally, the patient's attorney has confirmed that the hospital has admitted that they did not have the bed exit alarm set when the incident occurred. Stryker was not made aware of the event when it occurred; and no product malfunction is alleged.

Event description:
It was reported that on (B)(6) 2011 a very light patient (<(B)(6)) fell while exiting the bed and was injured. The patient has sued the hospital claiming that the staff should have had the alarms on the bed activated to alert the staff if she got out of bed. Stryker was made aware of this complaint when the patient's attorney called to inquire about the specifications of the bed exit alarm. The attorney confirmed that the hospital has admitted to not having the alarm turned on. No product malfunction or defect is alleged related to this issue. The extent of the patient's injury was not reported.